Manufacturer narrative:
Section h6, medical device problem code: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4, model number, catalog number, primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a ramp down and was feeling it when coughing. Log files were submitted for review and captured numerous pulsatility index (pi) events. It was later reported that the patient had come to the emergency department for increasing low flow alarms overnight that woke them from their sleep. Their international normalized ratio was at 3.14 on admission and mean arterial pressure at 70-80s. The patient's oral intake was increased, and they were given intravenous (IV) bolus of normal saline. An echocardiogram was done which revealed a left ventricular ejection fraction (lvef) of 10-15% and low normal right ventricular function. A computed tomography angiography (cta) of the chest showed around 80% stenosis of the left ventricular assist device (lvad) outflow graft proximal to lvad with mural thrombus. The pump speed was decreased from 5900 revolutions per minute (rpm) to 5800 rpm, and their coreg (carvedilol) dose was decreased to 6.25mg two times a day. The pump speed was later increased to 6100 rpm on (B)(6) 2024 due to a pulmonary capillary wedge pressure of 28 mmhg. The patient was reportedly asymptomatic during the low flows and the alarms resolved after speed was decreased and the patient was placed on high dose heparin and milrinone. The patient was in the hospital with no acute distress awaiting heart transplant. They were listed status 2 for orthotopic heart transplantation, upgraded from status 4 for mechanical circulatory support device malfunction

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had their pump ramping down and was feeling it while coughing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft thrombus was unable to be confirmed through this evaluation as no images were submitted by the account for review and the device remains in use. Review of the submitted log files could not confirm the reported low flow alarms which the account attributed to the suspected thrombus. The submitted controller event log file contained events from 08feb2024 through 09feb2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.